Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be verified via laboratory testing.

Event description:
The patient received 4 drg leads from the same lot number. It was reported the patient's entire drg system was removed. Reportedly, the patient alleged the system did not help with relieving his pain. In addition, the lead at l5 had migrated.